Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device investigation confirmed that the control board failed; however, the cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. Control board failure cause excessive pressure warning sounds. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit alarm goes off while the power is turned on and on standby. The issue was found during preparation for use in an unspecfied therapuetic procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the control board failed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.